Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped on (B)(6) 2017 due to high pacing impedance greater than 2000 ohms and high pacing thresholds. A fracture was suspected but nothing was seen on the lead through x ray. No adverse patient events were reported.